Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and the tip of the sheath was detached. The tip did not show evidence of damage or misuse. The complaint was confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. A corrective action has been initiated to address this nonconformance.

Manufacturer narrative:
One device was received for evaluation. The evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the black tip of the sheath broke off inside the patient. The tip was able to be retrieved after two attempts. No additional injuries were reported. The sheath was exchanged to complete the procedure.